Event description:
It was reported that the patient with this right ventricular (rv) lead experienced a syncopal episode. Technical services (ts) reviewed device data and noted loss of capture at 3.5v. This lead was subsequently surgically abandoned and replaced. During the surgical procedure, it was noted that the lead appeared to have pulled back. Other than the surgical procedure and syncope, no additional adverse patient effects were reported.